Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has been alarming low reservoir sooner than expected. The caller stated that the insulin pump has been going through almost 100 units of insulin within a day. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the caller checked the reservoir volume and noticed that more than four units had already been delivered during the amount of time she'd been on the phone. Advised the caller that the insulin pump would be replaced. Nothing further was reported.